Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophorectomy unilateral ("unilateral salpingo-oophorectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingo-oophorectomy unilateral (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unilateral essure removal). Essure was removed. At the time of the report, the salpingo-oophorectomy unilateral outcome was unknown. The reporter considered salpingo-oophorectomy unilateral to be related to essure. The reporter commented: patient was supposed to undergo removal of essure and tubes but she was given a unilateral salpingo-oophorectomy, which was the removal of one two and ovary. Concerning the injuries reported in this case, the following one was reported via social media: salpingo-oophorectomy unilateral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of product technical problem. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of salpingo-oophorectomy unilateral ("unilateral salpingo-oophorectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingo-oophorectomy unilateral (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unilateral essure removal). At the time of the report, the salpingo-oophorectomy unilateral outcome was unknown. The reporter considered salpingo-oophorectomy unilateral to be related to essure. The reporter commented: patient was supposed to undergo removal of essure and tubes but she was given a unilateral salpingo-oophorectomy, which was the removal of one two and ovary. Concerning the injuries reported in this case, the following one was reported via social media: salpingo-oophorectomy unilateral. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.